Manufacturer narrative:
Additional information was requested and the following was obtained: what was done to treat the shard penetration? Band-aid was applied. Was medical or surgical intervention required? No. What is the status of the scrub nurse injury today? Today¿s condition was unknown but the injury was not serious.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: was the dermabond broken according to instructions for use (IFU)? No information. Was it difficult to break the ampoule (was extra force needed to break the ampoule)? No information. Was the ampoule crushed repeatedly? No information. What was done to treat the shard penetration? No information. Was medical or surgical intervention required? No information. What is the status of the injury today? No information. Was the product sterilized or subjected to any other processes before application? No information. Are any pictures available?...no. What is the name and date of the surgical procedure? It will be reported later.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and topical skin adhesive was used. During the procedure, the scrub nurse got hurt by a protrusion on the glass ampoule and there was bleeding. There was no information regarding medical or surgical intervention. There were no adverse consequences to the patient.

Manufacturer narrative:
The actual sample was returned for evaluation. Visual evaluation shows a crushed ampoule along with a piercing through which a glass shard protruded in the applicator bulb and dried formulation inside the bulb. Also, a piercing in the butyrate tube is observed. These piercings coincided in position. Visual inspection shows that all the components of the applicator are present and appropriately assembled. When the glass ampoule containing the adhesive shatters, the broken glass shard can rarely orient itself upon repeatedly/excessive manipulation so that it is perpendicular to the housing; when pressure is exerted on the casing, the shard can protrude through the plastic tubing and the protective overwrap material. The IFU for the products states: ¿do not crush the contents of the applicator repeatedly as further manipulation of the applicator may cause glass shard penetration of the outer tube. Glass shard penetration can result in inadvertent skin punctures, which may result in the transmission of blood borne pathogens.¿